Event description:
Information was received that reported a catheter replacement due to csf leak. Follow up information from the agent covering the issue confirmed that the patient's pocket appeared to be puffy at a refill appointment. When pocket was opened, csf leak was noted around the catheter. Catheter was found to be intact and patent. No issues were found with the catheter. Patient reported no symptoms. Physician does not know what caused the csf leak around the catheter. The catheter was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformance's, issues or capas associated with us catheter kit function. Device was discarded and was not returned for additional evaluation and investigation. Physician does not know was caused the csf leak around the catheter. Per the instructions for use of the device, cerebrospinal fluid leak is a known possible risk of use of the device. Internal complaint number: (B)(4).